Event description:
An arterial systolic pressure difference between pulsioflex including picco module and dräger infinity c700 with pressure transmission via pmk-203 cable has been reported. However, the mean blood pressure of both devices is the same.

Manufacturer narrative:
Further information has been requested and the investigation is ongoing. A supplemental emdr will be sent when the investigation is completed.

Manufacturer narrative:
It has been reported that there are pressure differences despite zeroing between the pulsioflex monitor and the dräger infinity c700 monitor. The difference has been described as more than 10 mmhg and only apsys was affected. A systematic design or production issue is considered as unlikely due to the low complaint rate (< 1%). A DHR review did not reveal any nonconformity or deviation from specification relevant to the reported issue. A defective cable is considered as unlikely as the user cable investigation revealed a full functional set of costumer cables. The devices (pulsioflex and picco module) have been returned and inspected. No deficiency could be detected, which could have contributed or caused the described event: a calibration check did not reveal any deviation from specification, the devices are correctly calibrated. It has been tried to reproduce the error pattern by simulating an endurance test with one dynamic signal over 24 hours. Additionally, in order to further simulate a potential patient situation, a simulation of a changing dynamic signal has been performed (for arterial pressure (120/80). No deviation could be detected: values have been correctly transmitted and no delay in value transmission could be detected. The values appeared correct on both monitors. Unfortunaltely we did not receive the dräger invinity c700, a site monitor philips mp50 was chosen for third-party product collaboration. Overall, no deficiency or deviation from specification could be detected during device inspection. The provided picture do not indicate an user error. It cannot be determined if an user error had occurred, which could have contributed or caused the described event. The user has provided no further information surrounding the event. The IFU indicates: ¿caution if a zero adjustment is not performed, the blood pressure values may be incorrect. Zero adjustment of the pressure transducer is mandatory.¿ and ¿caution when the picco module for the pulsioflex is also connected to a bedside monitor, perform a zero adjustment of the pulsioflex before zeroing the bedside monitor.¿ according to hospital explanation, it has been correctly zeroed. It is not known if patient related factors contributed to the event, but it is not considered as likely. Overall, the exact root cause could not be determined. The complaint investigation has been performed to the most possible extent. The issue will be further monitored on the market in order to identify trends. With the information stated above the complaint will be closed. Date of event according to customer: 06/20/2023

Event description:
Manufacturer reference #(B)(4).